Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint - litigation alleges that patient has experienced constant left hip pain, back pain, and difficulty walking long distances. Her left hip is sore to touch and she cannot sleep on her left hip at night because the pain wakes her up. Additionally, it is alleged that patient has elevated levels of chromium and cobalt. **update** 11/08/2011 litigation was received. There is no new information that would change the outcome of the investigation. Update ¿ 09/19/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the patient¿s metal ion levels provided are at reportable levels. Updated cup/head and added stem/sleeve. The complaint was updated on: 10/13/2016